Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation; the customer¿s complaint was duplicated by an operational check and an error code related to the machine flow sensor was found in the error log. Evt_mach_flow_drift_high means the machine flow sensor drift above the specification (>0.2lpm). The device's flow sensor was replaced to address the issue.